Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012; inratio2: 7.3; lab: 2.4. Customer cannot provide pt specific info on medications or health conditions.

Manufacturer narrative:
Per issue, customer was wiping the first drop. This may affect coagulation test and lead to unexpected inr results or errors in testing. The first drop should be used. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012; inratio: 7.3 inr; reference: 2.4 inr; mean: 4.85; confidence limits: 2.3 - 6.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the confidence limits for inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. In-house therapeutic donor testing has been performed on reported lot 266654. Results as follows: donor 1: inratio: 2.2; inratio: 2.4; inratio: 2.4; ref.: 2.01; bias threshold: 1.01 - 3.01; %cv: 4.95. Donor 2: inratio: 2.2; inratio: 2.5; inratio: 2.3; ref.: 2.03; bias threshold: 1.03 - 3.03; %cv: 6.55. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed test results did not meet accuracy criteria. Root cause could not be determined. No product was expected to be returned; in-house therapeutic sample testing with retain strips met accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.